Event description:
It was reported that the purewick urine collection system was very hot to the touch and smells like it was burning. Patient had been using purewick products less than 30 days.

Manufacturer narrative:
The reported event is unconfirmed as the reported failure could not be reproduced. The bd pure wick urine collection system, collection canister with lid, pump tubing, collector tubing and external power cord were returned. No cracks or residues were noted in the canister lid or tubing. When the lid was shaken, the overflow valve moved freely and was not stuck in place. The device met specifications. The device was being used for treatment purposes. As the reported event is unconfirmed due to the device meeting specifications, the device is not related to the reported failure. As the reported event is unconfirmed, a DHR review is not required. As the reported event is unconfirmed, a labeling/packaging review is not required. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was evaluated

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the purewick urine collection system was very hot to the touch and smells like it was burning. The patient had been using the purewick products for less than 30 days.